Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Last battery measurement=2.66 volt on (B)(4)-2010 is just before eri (elective replacement indicator) <= 2.63 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a concern about device longevity. It was also reported that the left ventricular lead had high thresholds. Both the lead and the device are still in use. No patient complications have been reported as a result of this event.